Manufacturer narrative:
The patient remains ongoing and continues on lvad support. It was reported that the power module patient cable was discarded and not available to be returned for evaluation. No further information is available. A supplemental report will be submitted when the manufacturer¿s investigation is completed. Placeholder.

Manufacturer narrative:
The report of a pump stoppage and power loss event was confirmed based on the evaluation of the submitted log file; however, due to the device not being returned for analysis, a root cause for the reported event could not be conclusively determined. No further information is available. The manufacturer is closing the file on this event. Placeholder.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient was admitted to the hospital on (B)(6) 2014 for shortness of breath and chest pain and falling at home. The patient denied loss of consciousness. Upon interrogation of the device, it appeared that there was a pump stoppage on (B)(6) 2014 at 1815 prior to the patient being admitted to the hospital. The patient reported no red heart alarms and denied disconnecting from power or performing a system controller exchange. The log file was submitted to the manufacturer for review and a pump stop was noted. The event appeared to have resulted from a loss of power to the system controller indicated by a timer/clock reset. It is suspected that the loss of power to the system controller occurred while the patient was connected to the power module patient cable. It appeared that the power module patient cable may have become disconnected from the power module at the time of the event. It was reported that a new power module patient cable would be issued to the patient. No further issues have been reported.